Event description:
The customer reported that the unit shuts down during transport of a patient. There was no patient harm reported. The unit was removed from service and tested in the battery mode by the customer. The customer reported the unit powered up and began operating without incident during battery testing. The diagnostic menu shows the battery voltage at 16.32vdc and the indicator reads 100% capacity. The field service engineer (fse) inspected the unit and could not duplicate the reported problem. During review of the diagnostic log. The fse noted a code indicating a data acquisition pcba adc reference failed from the day of the reported problem. A data acquisition pcba adc reference failed. Precludes safe operation of the ventilator; a vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The patient must be placed on another means of ventilatory support. User must provide alternative ventilation and have the ventilator serviced. The fse verified all voltage in diagnostics. Checked and confirmed that the cable from da pcba to mc pcba was properly seated. Prior to the fse arrival the biomedical engineer reported the unit has been running for over two days with no reoccurrence of the reported problem. The unit was placed back into service. Performed performance verification test and unit passed successfully. No problem found, no parts replaced.